Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred for the g6 mobile app (ios). It was indicated that the patient was using an unsupported operating system, which is misuse of the device. However, data for the g6 glucose module ios- dexcom zone was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.